Manufacturer narrative:
(B)(4). B2 -other: pain/discomfort. The device history record was reviewed, and no non-conformances were identified during the device's manufacturing process.

Event description:
It was reported that the patient had site revision surgery of the implanted implantable pulse generator (ipg). After losing 35 pounds, the patient reported that the ipg was sticking out and experiencing discomfort. The patient requested revision surgery. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml ref# (B)(4). B2 -other: pain/discomfort.

Event description:
It was reported that the patient had site revision surgery of the implanted implantable pulse generator (ipg). After losing 35 pounds, the patient reported that the ipg was sticking out and experiencing discomfort. The patient requested revision surgery. There was no report of patient harm or injury. The device remains implanted and functional.